Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the patient had ended pd treatment early due to the patient needing to go to emergency room. The pd patient's contact stated that the patient was admitted to the hospital due to pneumonia and peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was taken to the emergency room and formally admitted on (B)(6) 2017 due to peritonitis and bilateral pleural effusion. The pdrn confirmed the patient had been dialyzing that evening and discontinued peritoneal dialysis treatment to be taken to the hospital. The pdrn stated the patient¿s wife assisted the patient with setting up and completing peritoneal dialysis treatments and did practice aseptic technique when completing peritoneal dialysis treatments, and it was unknown what may have attributed to the infection. The pdrn stated the culture results were not provided to the clinic for the reported infection. The pdrn stated the patient expired on (B)(6) 2017 while under comfort care at the hospital. The pdrn stated an autopsy was not performed and the patient¿s death certificate would not be received in clinic, and indicated no additional medical records were available regarding the patient¿s expiration.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. There is no documentation that shows a causal relationship between the event of peritonitis, plural effusion, subsequent death and the liberty cycler. Additionally, there is no allegation against any fresenius products and the adverse events. No hospital records were received and the hospital course of events is unknown as well as the treatment provided for renal replacement therapy (rrt) during the hospitalization. However, there is a possible association between the reported illnesses of pleural effusion and being place on ¿comfort care¿ (national institute on aging, 2017) being contributory in the death of the patient.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis (pd) nurse that this on (B)(6) 2017 the pd patient had been dialyzing and discontinued the ccpd treatment to be taken to the emergency room (ER) and was admitted to the hospital on (B)(6) 2017 due to peritonitis and bilateral pleural effusion. The pd nurse reported that no culture results were available. However, the pd nurse stated the patient¿s wife assisted the patient with setting up and completing peritoneal dialysis treatments and practiced aseptic technique when completing pd treatments. It was unknown what may have attributed to the infection. All aspects of bilateral pleural effusions were unknown. At some point during the hospitalization (details unknown) the patient was placed on ¿comfort care¿ at the hospital and expired on (B)(6) 2017. During a follow up call to the pd nurse on 06/13/2017 it was learned the patient cause of death was ¿indicated to be pleural effusion.¿ additionally, no autopsy was to be performed and no esrd death certificate was available.